Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 1 year and 2 months after the dental implant was installed in intraoral region 28#, its non- osseointegration was observed. Moreover, 50ncm of primary stability was achieved, the patient presented bone type ii, immediate load procedure was performed and immediate implant was done.